Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert to connect cgm or enter blood glucose, experienced difficulty starting a g7 sensor on the ilet with repeated pairing attempts, and subsequently replaced the sensor, after which warm-up proceeded and the cgm connected. The user¿s blood glucose was reported at 387 mg/dl and remained above target for over five hours after a missed meal announcement, and no back-up therapy or ketone testing was performed. Symptoms included no reported clinical effects. Outcomes included no professional medical intervention and no assistance required. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the hyperglycemia was associated with a missed meal announcement and that cgm pairing resolved with sensor replacement and proper code entry. It was concluded that the event was due to user error related to a missed meal announcement, with the device functioning as designed after sensor replacement and education on timely meal announcements.